Event description:
It was reported that during a tfn case, the surgeon had inserted the ti trochanteric femoral nail, but then could not get the helical blade inserted through the nail. The blade would not advance at all. The surgeon used a mallet on the blade guide sleeve, the helical blade coupling screw, helical blade inserter and the buttress compression nut, but was unable to advance the nail, and he damaged all of the instruments in trying to seat the blade. The set screw in the nail appeared to be in the down position, so the consultant then suggested that the surgeon use a flexible screwdriver to back out the set screw in the nail slightly. Once the set screw was backed out, the surgeon was then able to easily seat the nail and blade in the correct position, and completed the procedure. This is 2 of 5 reports for this event.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Additional information. The DHR was reviewed to determine whether there were any issues which could cause or contribute to this complaint. The examination showed that there were no issues during the manufacturing that would contribute to this complaint. This complaint was deemed invalid from a manufacturing standpoint. The device was received, however, no evaluation is available.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Blank fields on this form indicate the information is unknown, unavailable or unchanged. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Product development event evaluation revealed, the returned instruments appeared to have damages as noted. The noted damage is possibly indicative of mis-use and not from expected field usage following the technique. The condition of the locking mechanism being engaged prior to insertion of the helical blade has been previously reported and addressed. However, the nail in this complaint was not returned for inspection therefore verification of the complaint condition could not be completed. As a result the cause of the reported issued is undetermined. A manufacturing and/or a design fault was not found. This complaint is deemed indeterminate as the nail was not returned and the compliant condition and cause cannot be verified. (B)(4)

Event description:
This report is for complaint (B)(4).